Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited oversensing. Programming changes were successfully made. There were no patient consequences.